Event description:
It was reported that there was a volume discrepancy and a decrease in therapeutic effect. The pump had a volume discrepancy as the expected residual volume was 2.9ml and the actual residual volume in the pump was 27ml. A catheter dye study was planned for (B)(6) 2012. As a result of the event, the patient was getting less than 50% therapy relief. The medications in the pump were dilaudid and bupivacaine. The event date was reported as (B)(6) 2012. It was unclear if that was the date of the start of symptoms or the volume discrepancy discovery. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2004 (B)(6), product type catheter product ID, 8596sc serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4).

Event description:
Additional information was received. It was reported that the patient's catheter and pump were both replaced. Six days later, it was reported that a dye study was attempted. However, due to the inability to aspirate cerebrospinal fluid, the physician decided not to inject the dye. It was stated that this was the reason that the catheter was replaced.

Manufacturer narrative:
(B)(4).